Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the supply bag and the cassette. The patient reported receiving an air detected in cassette alarm during dwell three of three of treatment. The alarm was unable to be cleared and the treatment was cancelled. The patient was advised to cancel treatment and follow up with the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient stated that they were able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient continued therapy on the cycler the next day and ensured the connections were tight. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.